Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ems staples formed in the wrong way and the instrument was blocked. A new device was used to complete the case. There was no consequence to the pt.